Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered ,I is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing allergic reaction during his/her 14 day wear of adc freestyle libre sensor. Customer further reported experiencing symptoms described as suppuration at the sensor site, itching and skin redness. On contact with a healthcare professional, the customer was prescribed with "creme corticoide" as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported experiencing allergic reaction during his/her 14 day wear of adc freestyle libre sensor. Customer further reported experiencing symptoms described as suppuration at the sensor site, itching and skin redness. On contact with a healthcare professional, the customer was prescribed with "creme corticoide" as treatment. There was no report of death or permanent injury associated with this event.